Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported the patient was going to have a lead/extension exploration on their left chest implantable neurostimulator (ins) due to open circuits. The patient's right ins had low impedances. Impedances were measured to be 7 ohms on contacts zero and one. There were no plans to surgically explore the right side. The short was programmed around and the patient was doing fine with the new programming. The manufacturing representative believed the cause of the open circuits was a fall. An x-ray was done and the x-ray showed a potential break in the lead. During the revision, the ins and extension were removed so the lead could be tested. Testing confirmed there was a break in the lead. The ins and extension were replaced and the patient's health care provider (hcp) planned to bring the patient back at a later date for the lead revision. The patient's indication for use is parkinson's dual and movement disorders. Refer to manufacturer report #3004209178-2016-01766.